Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error (se) 2267 (air and fluid in set), which occurred on the homechoice during use. The patient was not connected. The patient had disconnected herself from the line. The rn had already cleared the alarm. The rn did not know what part of therapy the patient was in, they just knew the patient was not connected. The baxter technical service representative reviewed proper procedures per the user manual with the rn. The rn would use a manual bag for that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis (pd) rn on (B)(6) 2011 regarding the reported se 2267. The pd rn stated the patient was continuing therapy on the cycler successfully but was in the hospital. The pd rn stated the hospitalization was not related to the patient's pd therapy and that they were there due to old age. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2267 (air and fluid in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.